Event description:
It was reported the patient had a confirmed third over-discharge. It was reported the patient had a history of non-compliance. It was reported the hcp wanted to give the patient an MRI safe system with a primary cell battery. It was reported the system was replaced today. No patient symptoms were reported. Additional information received reported the patient was fine post op.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 82. The last significant recorded recharge session done while the device was implanted was on (B)(6) 2013. The device was recharged for 4 hours and 52 minutes. The battery charged from 3.535v to 4.015v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2013. A normal recharge was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 9 hours and 51 minutes from 2.035v to 4.035v. Device analysis for extension (B)(4) revealed no anomaly found. Device analysis for lead (B)(4) revealed no significant anomaly. The proximal end conductor had a short between circuits (overstress/damage). Device analysis for extension (B)(4) revealed no anomaly found. Device analysis for both anchors revealed no anomaly found. Device analysis for lead (B)(4) revealed no significant anomaly. The lead body outer insulation was cut. Device analysis for lead (B)(4) revealed no significant anomaly. The distal end was stretched. Device analysis for lead (B)(4) revealed no significant anomaly. The lead body had suspected body fluids in the lead, no performance impact. Device analysis for the anchor revealed no anomaly found. Device analysis for the anchor revealed no significant anomaly. The titan anchor separated. Device analysis for the anchor revealed no significant anomaly. The titan anchor separated. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 3888-45, lot# v583004, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 3888-45, lot# v632679, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# v632679, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# v612850, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# unknown, product type: accessory. Product ID: 3550-39, lot# unknown, product type: accessory. Product ID: 3550-39, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient stated an op report from (B)(6)2014 noted the patient had their ins system removed and that they were expecting to remove 4 leads but were only able to find 3. The op report said that there was no metal remaining. A note from radiology said there was a foreign body next to their spine. The explant note stated that the ins battery was non-functioning and then mentioned overdischarge. The replacement was due to the fact that the patient didn't routinely recharge their ins. Information regarding possible lead abandonment was reviewed. No further complications reported.